Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed off no power but she did not receive a low battery alert prior to it. The alarm occurred while she was sleeping. Blood glucose value is unknown. The customer stated the insulin pump may have been dropped or bumped since she is active. Customer stated the battery cap is not loose, cracked or damaged. She changed the battery and it brought the home screen back up without another off no power alarm. Customer was advised to monitor the insulin pump.